Event description:
A small end piece allegedly broke off intraoperatively. The surgeon retrieved the broken piece from the pt during the surgery. The user facility reported no injury to the pt. No other info is available at this time.